Event description:
It was reported that during implant device interrogation revealed under sensing on the insertable cardioverter monitor (icm). The physician elected to explant and replace the icm. The patient was in stable condition.

Manufacturer narrative:
Customer complaint of sensing anomaly was not confirmed. The device was received in normal working conditions with battery voltage above eri. Electrical analysis performed, including environmental and sensitivity testing indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.